Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to multiple occurrences of the device turning off. A database analysis indicated that the device turned off due to magnet resets. The replacement procedure was successfully completed.

Manufacturer narrative:
The returned sc-1200 (serial concomitant medical products) was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to multiple occurrences of the device turning off. A database analysis indicated that the device turned off due to magnet resets. The replacement procedure was successfully completed.